Manufacturer narrative:
This report is being filed under exemption (B)(4). On behalf of the importer (B)(4). When reviewing similar reported events, we have found a number of causes with similar fault description (pt fall due to stretcher locking failure), which were found to mainly relate to use error. The trend observed for reportable complaints with this failure mode on concerto/basic is considered to be low and stable, taking onto consideration that (B)(4). We were not able to find any deficiency with the device. This means that the concerto/basic device was up to specification when the event took lace. The device was being used for pt handling and in that way contributed to the event. From our eval it appears a number of use errors caused the event. The most relevant use error related with the failure to lock the stretcher in combination with wrong pt position on the device: it is stated in the instruction for use (04.ba.01/1 date april 1995: warning 'if the residents position is off centre the basic may tip over causing serious injury to the resident and operator.' 'Warning: make sure that the resident is lying in the middle of the stretcher with their arms on the chest.' Please be aware that the device is more than 10 years old and it passed its intended lifetime, as the IFU clearly stating: 'the useful life of this equipment, unless otherwise stated, is ten (10), subject to require preventive maintenance is specified in arjo's operating and daily maintenance instruction, arjo's assembly and installation and arjo's spare part instructions.' We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be in use error as the received info and our eval as described above are showing that if the IFU safety warnings are followed there will be no pt or caregiver risk.

Event description:
Ref. Imp #(B)(4).